Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported burn damage to front case which was observed during visual inspection on the front case and door cover. The reported condition was verified. The front case and door cover which were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had burn damage on the front case. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.